Manufacturer narrative:
Device evaluated by MFR. Visual inspection revealed rust color under distal edge of ring 3. Dried body fluid found on the handle, main body tubing and distal end. Dried saline on the distal end and inside the irrigation ports. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. X-ray found no anomalies. The device failed the lumen leak test points to an internal leak of saline.

Event description:
Reportable based on analysis completed on 15-aug-2019. An intellanav mifi open-irrigated ablation catheter was selected for cavo tricuspid isthmus-dependent atrial flutter procedure. It was reported that high temperatures error occurred (51 degrees celsius) on maestro and the physician was unable to ablate. They removed the catheter from the body and then when on high flow purging it showed 19 degrees celsius. They put it back in the body again, but it went straight back up to 51 degrees celsius and it wouldn't let them ablate. A different ablation catheter was opened and the procedure was completed. No patient complications occurred. However, device analysis revealed evidence of fluid under ring 3 electrode combined with the device failing a lumen leak test points to an internal leak of saline.